Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open gastroplasty, the device broke off. Another stapler was opened to complete the procedure. There was no patient injury.